Event description:
The customer stated that he performed control tests and received results of 576 and 474 mg/dl. While troubleshooting, he performed more control tests and received a result of 421 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.